Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a hip procedure, the locking ring on the cup was found damaged. When going to assemble the bipolar head, the locking ring was noticed as broken. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.